Event description:
An attempt was made to use one zinger guidewire and one attain lead. The zinger guidewire was inspected and prepped with no issues. The wire tip was not formed by the physician. Resistance was not noted while advancing the device. Excessive force was not used. It was reported that during an implant procedure the guidewire wrapped around the end of the left ventricular (lv) lead and the guidewire unraveled when attempts were made to remove the wire from the lead. It was noted that the lv lead was damaged after it was removed with the guidewire. The lv lead and guidewire were replaced with new products. The guidewire was replaced with a non-medtronic guidewire. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code added. Correction: annex b code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a subclavian procedural approach was used. There were no difficulties loading the zinger guidewire into the lead. There was no resistance noted during withdrawal of the device. The coils of the zinger guidewire were not fully separated, there was a partial detachment of the guidewire, inside the lead. The guidewire was entrapped in the lead. The guidewire was not used successfully with other devices prior to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the full guidewire was returned in segments, analyzed. Analysis indicated the proximal segment of the guidewire was detached with the lead. The distal segment was entrapped in the lead serial number (B)(6). The guidewire was bent/kinked, stretched, damage during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.